Event description:
Additional information was received that surgical intervention occurred on (B)(6) 2019 to reposition the lead, which resolved the issue. Therapy was restored post-operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04854. It was reported that the patient's lead had migrated and effective therapy was lost. As a result, surgery may occur to address the issue. It is not known which lead migrated, so both are being reported.